Event description:
Add'l info rec'd from MFR 3/20/01: cassette came with the medication bag attached. The "crank" has fallen off the "crank shaft". A visual inspection confirmed that this was true. Conclusion: the "crank" has fallen off the "connecting rod". What keeps the two parts from coming apart is the "top" plate. Once the top plate has been sealed on the cassette, the crank cannot disengage from the crank shaft. Thus, this isolated incident is the result of improper "part placement" during the mfg process. This part has been scrapped and replaced.

Event description:
Pt on IV penicillin via microject pump which infuses medication automatically, had a problem when the pump didn't infuse any medication because there appears to be a defect in the cassette that attaches to the pump. Pt missed 24 hrs (6 doses) of the penicillin due to this fact and because the pump never alarmed that there was a problem.